Event description:
The customer reported to beckman coulter (bec) an uncontained clear leak on the left side of the coulter® lh 750 hematology analyzer. The volume of the leak was 10 ml. The material safety data sheets (msds) are onsite and did not need to be reviewed. There is a risk management exposure control plan in place. The operator was wearing a laboratory coat and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. No one had to seek any medical attention. Per phone conversation with the customer, latron was being run at the time the leak was discovered, and the plt background had failed earlier that morning. The background was repeated and the background had eventually passed. No erroneous results were generated as a result of this event. The instrument became inoperable shortly after the leak was discovered.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a diluent leak from tubing manifold mf4 (backwash manifold) (solenoid 69), which became disconnected from check valve (cv25). The fse refitted the tubing and replaced the check valve. The fluid from the leak spilled and shorted solenoids 30 (forward bed rock) and 23 (needle interlock) which needed to be replaced. The failure mode of the leak was related to tubing which became disconnected from cv25. The leak caused solenoids 30 and 23 to malfunction, causing the instrument to become inoperable in automated mode. (B)(4).